Manufacturer narrative:
It was reported that one pin of the flow/bubble sensor was bent and another one was pushed in. The failure was found during preventive maintenance. The cable was not tested to verify any functional failures. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The flow-/bubble-sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no functional failures could be confirmed on the date of event. A similar case was reviewed by getinge life-cycle-engineering with the result that the most probable root causes are: - pin grid was damaged - the connector was pushed with a lot of force into the port thus, the most probable root cause could be determined as rough handling. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Further, it is stated in the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", to ensure that the connected sensors are not defective and to not use if there is a visible damage. The review of the non-conformities has been performed on 2024-04-09 for the period of 2013-12-07 to 2024-03-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-12-07. Based on the results the reported failure "pins of the flow-/bubble-sensor bent and pushed in" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that one pin of the flow/bubble sensor was bent and another one was pushed in. No harm to any person has been reported. Complaint ID: (B)(4).